Manufacturer narrative:
Block d4, h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: imdrf device code a0501 captures the reportable event of the sponge detachment.

Event description:
It was reported to boston scientific corporation that rx locking / biopsy cap was used for duodenum during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed for the treatment of choledocholithiasis on (B)(6) 2025. During the procedure, while attempting to deploy a stent using the rx locking / biopsy cap device, the stent could not be advanced through. Upon further evaluation, it was noted that a sponge was lodged within the endoscope, and it was removed with a brush in high level disinfection room. Reportedly, a water-soluble lubricant was not applied on both biopsy cap prior to use. The procedure was completed with another endoscope. There were no patient complications reported as a result after this event. The instructions for use states: "to insert devices through the biopsy cap, apply water-soluble lubricant to top of cap, align the device with the scope inlet and insert slowly in a straight manner. If not properly done, this may cause more friction in the system and may damage the rubber seal or the scopes working channel, or cause detachment of the foam insert."